Event description:
Same case as MFR report #: 2134265-2009-03679. It was reported that during a percutaneous coronary interventional procedure, the burr became stuck on the wire. The lesion was located in the severely calcified, moderately tortuous left anterior descending artery (lad). The system was platformed at 200,000 rpms. During ablation at 190,000 to 195,000 rpms, the rotalink plus 1.25mm burr became stuck on the rotawire. The two devices were removed as one unit, although resistance during removal was noted. The procedure was completed with a different device, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.